Manufacturer narrative:
It is uncertain at this time if this abgii modular stem falls under the scope of the recall based on the event reported. Therefore, we are sending a 30 day report instead of alternative reporting. If additional information is received, this report will be reassessed. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum and joint. Intra-operatively, black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually without instrumentation (surgeon could not determine the cause of loosening as patient had sustained a previous femoral fracture with the implant remaining in the patient). Patient was given a letter concerning the abgii modular stem and neck recall. This event is for the revision of patient's right hip on (B)(6) 2018.

Manufacturer narrative:
Additional information: update to executive summary and recall information correction: update to date of implant. An event regarding loosening and abnormal ion level involving an unknown abgii modular stem was reported. The event of loosening and discoloration was confirmed by medical review. Method & results: -device evaluation and results: device was not returned however, intra-op images were provided which noted that no major damage was observed on the trunnion of the stem. Nothing else could be determined from the images. -clinician review: the provided medical information was submitted to a consulting clinician who indicated that: "review of these records confirms a revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. It is likely this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. The discoloration noted has multiple potential cause including the modular neck junction, micro and macro motion of the loose stem leading to metallosis and potential abrasion and degradation of the cable and plate. The root cause of the discoloration cannot be determined as insufficient information was available for review." -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient's right hip was revised after complaint of thigh pain. Surgeon reported that black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually. The provided medical information was submitted to a consulting clinician who indicated that revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. The likely cause for this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. Further information such as return of device, office notes, operative reports, patient history, histopathology report & follow- up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported abnormal ion level is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that patient's right hip was revised after patient complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum and joint. Intra-operatively, black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually without instrumentation (surgeon could not determine the cause of loosening as patient had sustained a previous femoral fracture with the implant remaining in the patient). Patient was given a letter concerning the abgii modular stem and neck recall.this event is for the revision of patient's right hip on (B)(6) 2018. Additional information received from legal:plaintiff alleges the right abg ii hip implanted on 1/4/2011 failed causing pain and elevated metal ion levels. Plaintiff underwent revision surgery on (B)(6) 2018.

Manufacturer narrative:
An event regarding loosening involving an unknown abgii modular stem was reported. The event was confirmed by medical review. Method & results: device evaluation and results: device was not returned however, intra-op images were provided which noted that no major damage was observed on the trunnion of the stem. Nothing else could be determined from the images. Clinician review: the provided medical information was submitted to a consulting clinician who indicated that: "review of these records confirms a revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. It is likely this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. The discoloration noted has multiple potential cause including the modular neck junction, micro and macro motion of the loose stem leading to metallosis and potential abrasion and degradation of the cable and plate. The root cause of the discoloration cannot be determined as insufficient information was available for review." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient's right hip was revised after complaint of thigh pain. Surgeon reported that black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually. The provided medical information was submitted to a consulting clinician who indicated that revision tha for thigh pain presumably caused by loss of fixation of a femoral stem. The likely cause for this loosening may be related to a periprosthetic proximal femur fracture surrounding this implant however, the root cause cannot be determined with certainty as insufficient information was available for review. Further information such as return of device, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised after patient complaint of thigh pain. Surgeon reported the presence of lysis around the acetabulum and joint. Intra-operatively, black discoloration was noted at the stem/ neck juncture. The stem was loose enough to be removed manually without instrumentation (surgeon could not determine the cause of loosening as patient had sustained a previous femoral fracture with the implant remaining in the patient). Patient was given a letter concerning the abgii modular stem and neck recall. This event is for the revision of patient's right hip on (B)(6)2018.